Manufacturer narrative:
No further follow up is planned evaluation summary a female patient reported that the injection button on her humapen device (unspecified model) would not push down. She experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen luxura based on the description of the device. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) chinese female patient. Medical history included gallstone. Concomitant medications included unspecified chinese herbal medicine. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from a cartridge via a reusable pen (humapen unknown device) 20 units in the morning, 16 units at noon and 16 units at night subcutaneously for the treatment of diabetes; beginning sometime in 2006. Sometime in (B)(6) 2016, the humapen unknown device button had a problem (product complaint (B)(4)/lot unknown). No more details reported. On (B)(6) 2016, she was hospitalized for cerebral infarction and she experienced high blood sugar (no values provided). On (B)(6) 2016, her blood sugar was 19 (no reference ranges or units provided). Discharged date was not provided. Information regarding corrective treatment and outcome of the events was not reported. Insulin lispro protamine suspension 50%/insulin lispro 50% therapy was continued. The user of the humapen unknown device and her training status was not provided. The humapen unknown device model duration of use and the suspect humapen unknown device duration of use were about 4 years. The device was not returned. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% or with its humapen unknown device. Update 04aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting and add the product complaint number to the narrative. Update 12-aug-2016: no additional information was received, a product complaint number number (B)(4) was already process. Update 16-aug-2016: no additional information was received from the initial reporter on 15-aug-2016 since the consumer was refused to received phone call. This case was considered lost for follow up. Update 19aug2016: additional information received on 19aug2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and (B)(4) required device reporting elements; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned a (B)(6) female patient. Medical history included gallstone. Concomitant medications included unspecified chinese herbal medicine. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from a cartridge via a reusable pen (humapen unknown device) 20 units in the morning, 16 units at noon and 16 units at night subcutaneously for the treatment of diabetes; beginning sometime in 2006. Sometime in (B)(6) 2016, the humapen unknown device button had a problem (product complaint (B)(4)/lot unknown). No more details reported. On (B)(6) 2016, she was hospitalized for cerebral infarction and she experienced high blood sugar (no values provided). On (B)(6) 2016, her blood sugar was 19 (no reference ranges or units provided). Discharged date was not provided. Information regarding corrective treatment and outcome of the events was not reported. Insulin lispro protamine suspension 50%/insulin lispro 50% therapy was continued. The user of the humapen unknown device and her training status was not provided. The humapen unknown device model duration of use and the suspect humapen unknown device duration of use were about 4 years. The action taken with the suspect humapen unknown device was not provided and its return was unknown. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% or with its humapen unknown device. Update 04aug2016: upon review, this case was opened to update the medwatch fields for regulatory reporting and add the product complaint number to the narrative.